Event description:
It was reported that the customer experienced a low blood glucose level and lost consciousness. The customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. The customer required assistance from partner to treat low bgs. A glucagon injection was administered. The cause of the low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no impact to the customer's blood glucose level. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.